Event description:
It was reported by the patient's mother that the patient was never followed up with after implantation and that the is a worsening of seizures. It is unknown when the worsening of seizures occurred and if there is a relationship to vns. The last recorded system diagnostics were from the date of implant which showed the device was within normal limits. It was noted through reviewing the programming history that the off time was programmed to 90 minutes from december 20, 2011 through february 14, 2012, which provides a less than or equal to 2% duty cycle. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been provided.

Event description:
Follow up with the physician found that the physician did not have any information available prior to (B)(6) 2013, as this was when the patient was first by the physician. It was confirmed that the patient's device was checked on this date.